Manufacturer narrative:
Further information was requested but is not available.

Event description:
Related manufacturer report number: 2017865-2022-09037. During follow-up, out of range pacing impedance was observed on the left ventricular (lv) lead. X-ray imaging was performed and revealed lv and right atrial (ra) lead dislodgement. The event was resolved by explanting and replacing the lv and ra leads. The patient was in stable condition.